Event description:
Patient presented to the physician with a prominent ipg and pain at the pocket. Physician brought the patient into the or, expanded the chest pocket more inferiorly, repositioned and re-sutured the ipg, and closed the incision.